Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested without observing any failures. Proper device operation was confirmed through functional and performance testing. The device will be returned to the customer for use. (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off by itself when they used it to monitor a patient's blood pressure. There was no adverse patient outcome.